Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ups w/switch power supply shipped to site 07/28/2016. No parts have been received by manufacturer for analysis. On 07/28/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) universal power supply (ups) replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in a spinal fusion procedure, the site nurse reported their imaging system mobile view station (mvs) screen remained black and an unpleasant smell was coming from the mvs. No further details were provided. This issue occurred prior to the surgery, when turning on the mobile view station (mvs). The surgeon opted to abandon the use of the imaging system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.